Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. It should be noted that the reported patient effect of a dissection is listed in the xience sierra, everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported difficulty to deploy (wall apposition); however, the subsequent treatment appears to be related to the circumstances of the procedure. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a 4.0x18mm xience sierra stent was implanted in the right coronary artery lesion. Reportedly, post implantation, the stent angiographic appearance was not acceptable due to stent underexpansion. As treatment, post-dilatation was performed using a non-compliant balloon. Following, a proximal edge dissection was noted, treated with a 4.0x8mm xience sierra stent. No further treatment was reported and the procedure was completed with reported acceptable results. No additional information was provided regarding this issue